Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's airflow was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, the air path foam was observed to be peeled off. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device's air path assembly was replaced to address the issue. In addition of the above evaluation, the following parts were replaced as regulated by maintenance procedure to prevent failure: exhaust fan assy. 43 micron filter, power cord. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator's airflow was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, the air path foam was observed to be peeled off. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.